Event description:
It was reported that a malfunction code appeared that needed to be reset. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, so technical support documented reported issue and closed case with no additional action taken.